Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd alaris smartsite low sorbing sets were blocked and unable to be flushed. The following information was provided by the initial reporter: "not able to flush or infuse through .2 filter".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that they are unable to flush or infuse through the .2 filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013902, lot number 221119580 as performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119580 regarding item #10013902.

Event description:
It was reported 2 bd alaris smartsite low sorbing sets were blocked and unable to be flushed. The following information was provided by the initial reporter: "not able to flush or infuse through .2 filter".